Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The bladder rupture occurred during filling prior to patient use. The device was filled using a syringe and with unspecified medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufactured between february 12, 2020 to february 13, 2020. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed the bladder was ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.